Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator is giving "vent inop", "motor fault". "Circuit fault", "low pip(peak inspiratory pressure)", "low ve (minute ventilation)" and "transducer fault "in yellow alarms prior to patient use. There was no patient involvement reported in this event.